Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be in "good" physical condition. There was no evidence of the reported problem in the event history log. Further testing was able to duplicate the reported problem. A root cause for the alarm/error message could not be determined.

Event description:
It was reported that the pump exhibited a "double beep, no cassette" error message. It is unknown whether the error occurred during infusion. No injury was reported.